Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt has always had a hard time connecting and charging their ins. Caller stated they met with their healthcare provider (hcp) recently and discussed possible replacement but "didn't have a date". Caller stated their hcp instructed to connect with a  representative on their own. Pt noted it would take 2 to 3 hours to connect to the implant and then 8 hours to recharge the ins. Pt also stated that most of the time they can't charge the ins. Pt confirmed that they had replacement recharger in the past, but that didn't help with the recharging. Pt also noted they could never get more than 2 or 3 coupling bars. Pt stated the hcp has never been able to connect to the ins and the  rep also had a hard time connecting in the past. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated their was no change; was this way since 2007 to (B)(6) 2023 when it was replaced a third time. Patient stated it is now working. Patient reported rep tried an office visit and also had difficulty connecting. No one has tried again. No steps taken. It was replaced in (B)(6) 2023. Patient stated it took 5-10 hours to charge every time from 2007-2023 until it was replaced for end of life. Patient stated guessing it was bad connection.